Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2012-02216 for the other associated device information. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation, when the nurse opened the package to remove the device there was very small fibrous cotton material inside the package. The nurse went to load the guidewire and it appeared to pack up the fibrous material, a cotton ball making it difficult to push the wire. The problem occurred outside the patient. A second autotome rx sphincterotome was opened and the same event occurred. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2012-02216 for the other associated device information. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation, when the nurse opened the package to remove the device there was very small fibrous cotton material inside the package. The nurse went to load the guidewire and it appeared to pack up the fibrous material, a cotton ball making it difficult to push the wire. The problem occurred outside the patient. A second autotome rx sphincterotome was opened and the same event occurred. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device evaluation: visual evaluation of the returned device found white fibrous material was present in the guidewire lumen. Functional evaluation found that the guidewire could be advanced through the guidewire channel. Advancement was hindered by the fibrous foreign material in the guidewire lumen, but this foreign material was able to be pushed out of the tome device. No other issues were noted with the tome device. Analysis of the foreign material found that it appears to be cellulose. The condition of the returned device was consistent with the complaint that fibrous foreign material hindered guidewire advancement through the tome device; the complaint was confirmed. Review and analysis of all available information indicated the most probable root cause for this event was undetermined since the foreign material could be due to customer handling or prep factors and cannot be determined at this time. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.